Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the rf (radio frequency) head does not work; intermittent telemetry. The rf head was returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported telemetry issue; rf (radio frequency) head passed functional testing. Analysis found the rf head cable was damaged.